Manufacturer narrative:
Additional information received indicates this device did not contribute to patient impact. Please see MDR report no. 0001920664-2019-00107.

Manufacturer narrative:
The device history record was reviewed and no anomalies were found. The investigation is ongoing.

Event description:
The user facility in the (B)(4) reported during I/a with concomitant product capsuleguard, a capsule ruptured during procedure when there was a ''surge of power'' from the machine. Patient outcome has been requested.